Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the lvad was showing sign of end of life, with bearing grinding, increased filter dust and alarms. A decision was made to complete a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.